Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that none of the buttons on the patient's infusion device were functioning. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the up and down button are damaged and restricted handling of the pump is a possible implication. As result of the leaky soft components moisture may enter and caused damages to the electronic of the pump. The down button is permanent active due to an external mechanic damage. Additionally to the permanent activated down button the other buttons do not respond to commands. The problem mentioned by the customer is related to mishandling of the product by the customer.